Event description:
It has been reported to philips that the system intermittently displayed a generator busy message, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.